Manufacturer narrative:
In-house retain testing for lot 381921 was performed in two previous cases, customer's complaint was not replicated in either. No issues with cocaine recovery were observed. No sample was returned to product support, further investigation cannot be pursued. Unable to rule out sample specific interference as a potential cause for discrepant results. The manufacturing records for the lot were reviewed and the lot met release specifications. No product deficiency was established; no corrective action required at this time.

Event description:
Readability issue was reported with cocaine result when testing triage 8 panel for drugs of abuse. A customer reported a readability issue with a patient sample due to the test region having a thin "thread" red line in the test region - the line was not the size of the band as expected. The test was repeated using the same patient sample and a negative result was provided. Patient is listed as taken zofran. No other medications listed. Test was treated as negative; no confirmation testing was performed.